Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the procedure for atrial fibrillation, the faradrive steerable sheath clear was in the left atrium. The physician introduced the farawave catheter into the sheath and tried to purge it. After aspirating there was air bubble seen in the irrigation tube. The physician tried purging several times, but the bubbles were still present. A new faradrive was used to complete the procedure. No patient complications occurred. The device was disposed of and not expected to be returned.